Manufacturer narrative:
Additional information. Concomitant medical devices ¿ heartmate ii system controller, serial number: (B)(4); mfg date: 24mar2017. Device evaluation: the report of a pump stoppage associated with a power cable disconnect alarm was confirmed. Review of the log file retrieved from the returned system controller revealed numerous power cable disconnect alarms. The majority of these alarms appeared to be associated with routine power source exchanges; however, the log file recorded a power cable disconnect alarm associated with the black power lead at the time stamp of day 30, hour 17, and minute 57 while the system controller was connected to 14-volt lithium ion batteries. The next recorded entry revealed that there was a complete loss of power to the system controller, indicated by a time clock reset, which would have resulted in an interruption in lvad support. Two additional time clock resets were recorded approximately 2 minutes later. The system appeared to have operated as intended and no further atypical events were recorded through the end of the log file. The returned system controller was functionally tested and was found to function as intended. A full functional test was performed and the system controller passed all test steps. Visual inspection of the returned power module 14 volt patient cable revealed that the patient cable was intact and in unremarkable condition. The power connectors and the 16 pin lemo connector appeared unremarkable. The returned patient cable was operated for an extended period of time while connected to the returned system controllers, a test power module, test system monitor and test heartmate ii pump; the system operated as intended with no alarms active. The white and black power leads were independently disconnected and the system functioned as intended supported solely by either cable with no active alarms. The patient cable was tested for continuity and resistance issues using a micro-ohm meter, and the results of the test did not indicate any issues with the internal wires. Although inconclusive, the atypical power cable disconnect alarms recorded in the log file which resulted in loss of power to the system controller may suggest a possible connection issue between the battery and the battery clips; however, the patient remains ongoing on lvad support and no further issue have been reported. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's system controller and power module 14 volt patient cable were exchanged. The patient remains ongoing on lvad support and no further issues have been reported.

Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The power module patient cable was returned for investigation. The evaluation is not yet complete. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that power cable disconnect alarms occurred. The review of the log file showed pump stoppages. The pump stoppages appeared to have been due to power module patient cable fatigue. Multiple power cable disconnects were also reported when patient was connected to battery power by the black power leads. The system controller appeared to be intermittently recognizing the power connections due to cable fatigue with the black power lead. No further information as provided.